Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found that the outer insulation was abraded at 21 cm from the connector pin. The rv cable insulation under this abraded area was intact. The abrasion was due to friction with the ICD can. The electrical characteristics of the lead were normal. No complaint was received with return of the device. Failure (event) observed during analysis.